Event description:
Blood in urine since 1986, stiff joints in hands, knees, ankles, fatigue, hand swelling, headaches, stiff neck, dry mouth, finger itching, depression, memory loss, hard time concentrating, ankles and knees tender to touch. She has been diagnosed with myalgias (group ii), arthralgias (group iii), chronic fatigue (group iii), sleep disturbance (group iii), night sweats (group iii), & cognitive dysfunction with depression severe enough to interfere with concentration/short term memory and to require hospitalization. (*)